Event description:
Customer reported that they are having issues with the insulin pump. Customer states that there is a button error alarm. The blood glucose reading is 196 mg/dl. The insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
No button error alarm was noted. The insulin pump had no button response due to moisture damage on the keypad traces. The insulin pump was received with minor scratches on the display window, cracked display window corners, and cracked reservoir tube lip.